Event description:
The customer reported that after booting the unit and attempting to take a fluoroshot, no image would display on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative perforomed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.